Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an integrity test 2009, indicate normal device function. Per the physician, the patient experienced frequent infections. During explantation of the device it was noticed that the patient had an inner ear malfunction and abundant granulation tissue.the patient was explanted 2009. No information on reimplantation was available at the time this report was filed november 11, 2009.